Event description:
Patient was revised to address femoral loosening.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 3 years ago. Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.